Event description:
The complainant reported a patient was implanted with an impella rp for mechanical circulatory support. The impella pump was unable to be delivered due to the catheter subsequently kinked. The implant rp was aborted and another rp was subsequently placed for patient support. There was no reported harm or injury to the patient.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. Complaint devices not returned for investigation base on the clinical data the kink occurred while attempted to pass the rp because the guidewire was bent and resistance was met at the turn in the aorta. The root cause was most likely patient condition related. Impella cp with smartassist system & impella 5.5 with smartassist for use during impella & rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller instructions for use for the related event are as follows: section: warnings and cautions: warnings. Section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings and cautions: warnings: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ this report is being filed as part of a retrospective review of historical records.